Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, although a definitive root cause could not be identified, the reported issue was likely due to a failure of the charge-coupled device unit (ccd). The defective part was replaced and the unit was restored back to specifications. Olympus will continue to monitor field performance for this device.

Event description:
As reported, the device was found with no image, intermittent image issue. The problem found during installation. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Evaluation confirmed the reported issue of "no/intermittent image. The issue was found to be due to faulty ccd (charge coupled device) unit and needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.